Manufacturer narrative:
Prod analysis verified the stent had dislodged from the catheter. The delivery device with the dislodged stent was rec'd and the balloon was in a pre-inflated state. The catheter exhibited fluid in the inflation lumen indicating that the catheter had been prepped and the stent also exhibited damage. The original stent protector was not returned for analysis. Microscopic examination of the stent revealed damaged struts in the center of the stent. Further examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the damage. The exact cause of the stent damage could not be determined. The balloon was visually and microscopically examined. No defects were observed. The balloon was in its pre-inflation profile indicating that the balloon has not seen any positive pressure. The surface of the balloon material exhibited evidence of pillowing between the marker bands indicating that the stent was properly crimped. The mfg records for batch 9276484 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The root cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that in preparation for a ptca procedure, the liberte stent came off the delivery sys during unpacking. There was no pt contact with this device.